Event description:
It was reported that the customer had had high blood glucose levels. Customer's blood glucose levels were in the 20's mmol/l. Customer's mother stated that she was trying to give the customer a bolus, but the pump had a no delivery alarm and then a motor error alarm. Customer's mother cleared the alarm. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised to retrieve their pump settings and to return the pump with the battery. Customer was also advised to zero out the basal rates. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).